Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone for pump alarm 25. The customer¿s blood glucose level was unknown. Customer reported that pump alarm 25 occurred several times during the last few days. Customer was advised and explained the troubleshooting process. The insulin pump will not be returned for analysis.